Event description:
Procedure performed: ni. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). When the trigger was fully squeezed against the handle there came clips every second time. The clips didn´t download every time when pressing the trigger against the handle. There were the same problem when there were used the clip applier with same lot number. Will find out if the same surgery was in place. Additional information received from applied medical representative via email on 27nov23: patient is fine. The clips which loading normally seated in the jaws, but clips which no loading they didn't intervention: ni. Patient status: patient is fine.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4) was included in the recall.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). When the trigger was fully squeezed against the handle there came clips every second time. The clips didn´t download every time when pressing the trigger against the handle. There were the same problem when there were used the clip applier with same lot number. Will find out if the same surgery was in place. Additional information received from applied medical representative via email on (B)(6) 2023: patient is fine. The clips which loading normally seated in the jaws, but clips which no loading they didn¿t. Patient status: patient is fine. Intervention: ni